Event description:
It was reported that (1) ems was used during a hernia repair procedure. It was reported by the rep that the hospital claims device was fired and staples did not form properly. The device did not fire right. Opened another device to complete the case. There was no consequence to patient.